Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025. It was reported that the patient was implanted with the trial system yesterday and this morning the patient did not urinate on their own as much as they did yesterday after the implant. Patient stated that they were concerned because they only voided 2 ounces last night and then had to catheter out 18 ounces this morning. Another person was on the call with the patient and reported patient did have to catheterize themselves 2 times yesterday as well. The patient was redirected to their healthcare provider (hcp) to further address the issue.